Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they did not complain about shocking. They indicated that they tried to call their manufacturing representative, but never heard back from them. They mentioned that after putting the battery back in the controller, they haven¿t had any problems since. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal stenosis. It was reported that it was not fun to get shocked at high settings like 3.75-4.25. No further complications were reported/anticipated.